Event description:
The customer called to report that he was experiencing high blood glucose levels. The customer also stated that he was hospitalized for high blood glucose levels, but declined to provide further details. The reported blood glucose reading at the time of the call was 125 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.